Manufacturer narrative:
Investigation summary: the customer issued a complaint for defective safety device detected during customer process. Measurement report and photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to correlate this symptom with a potential cause linked to bd process. Bd could not confirm the reported condition.

Event description:
It was reported that ultrasafe x100l png clear sdz plunger rod movement was blocked. This occurred on 16 occasions. The following information was provided by the initial reporter: during design verification testing of a combination product comprising the x100l needle guard and x100l plunger rod (transparent) a group of 16 samples out of 61 resulted in higher than expected activation force (around 20n whereas expected around 10n). Two samples even exceeded the specification limit of 30n. The operator performing the testing noticed that the samples with higher activation force showed unusual behavior of guard wings. These got bent, when pushed by the plunger rod and only moved to the correct direction after higher force was applied. The guard wings of the two samples, which failed the specification, did not move to the right direction at all and the wings got damaged.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l png clear sdz plunger rod movement was blocked. This occurred on 16 occasions. The following information was provided by the initial reporter: during design verification testing of a combination product comprising the x100l needle guard and x100l plunger rod (transparent) a group of 16 samples out of 61 resulted in higher than expected activation force (around 20n whereas expected around 10n). Two samples even exceeded the specification limit of 30n. The operator performing the testing noticed that the samples with higher activation force showed unusual behavior of guard wings. These got bent, when pushed by the plunger rod and only moved to the correct direction after higher force was applied. The guard wings of the two samples, which failed the specification, did not move to the right direction at all and the wings got damaged.